Event description:
The customer reported that she was hospitalized after experiencing low blood glucose levels while driving and being in an accident. The customer stated that her sensor was reading 30 points higher than what her actual blood glucose levels were, and it never alarmed her with a low glucose alarm. Troubleshooting was performed, and found that the customer was using the sensor correctly. Also, found a low glucose alarm in the alarm history, but the customer was not coherent enough to know that she was getting the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report numbers 2032227-2012-06614 and 3004209178-2012-88438.